Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: d4. Based on the results of the investigation, the phenomenon was not reproduced, and a root cause could not be identified. Probable causes may have been that the white balance coefficient stored in the scope has become an abnormal value, and that the white balance in the octagon mask was blacked out when the scope information was acquired. Additionally, there may have been a problem with cv-1500 and scope video signal lines. White balance may have been adjusted with no video signal being input to cv-1500, resulting in an abnormal white balance factor being written. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis x1 video system center had a black and white image displayed at first but when the scope information starts to be acquired, the octagonal image became black. The procedure being performed was an upper gastrointestinal checkup which was a diagnostic procedure. The issue was found during preparation for use. The procedure was completed. There were no reports of patient harm. Related patient identifier: (B)(6).

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. During inspection, the following were confirmed; the black-and-white image was displayed at first, but when the scope information started to be acquired the information began to appear at the lower left, the octagonal image becomes black out.